Event description:
Boston scientific received information that this device battery depleted prematurely. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. Examination of the device memory confirmed that the device never triggered replacement indicator while implanted. The device declared elective replacement indicator (eri) due to temperate related long charge times which was five days after the device was explanted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.